Event description:
It was reported that the patient stopped using the stimulation device following an unrelated medical procedure and subsequent infection in 2001. It was stated the patient "never really got a relief with the stimulation," and the patient still had occasional pain from neuropathy. It was also stated the device "was not put in properly and it never worked." The patient believed the health care provider (hcp) did a "lousy job" and did not implant the lead in the proper place. It was stated the lead migrated one year after implant. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2000, product type: programmer. (B)(4).